Event description:
The customer reported that a new 23 gauge custom pack contained a 20 gauge infusion line in the cassette pack. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)